Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6) this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery handpiece device was jamming. During the pre-repair diagnostics assessment, it was determined that the trigger / slider was blocked, stuck, jammed and was moving heavy. It was further determined that the gear shaft, the nose and the bearings were worn out. It was further determined that the device failed for check status of development, marking and labeling, check for leakage, check proper function of the triggers, and for check falling out protection (steal ring). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly